Event description:
It was reported that the insulin pump was exposed to fluid. Customer's blood glucose was 350 mg/dl. Customer treated with multiple bolus deliveries. Customer had failure with his reservoir and insulin got into his insulin pump. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump passed the functional tests. The audio/beep alarm functioned properly. No excessive no delivery alarm noted. The insulin pump was monitored for several days and no constant tone or unexpected sound anomaly noted. However the insulin pump was received with moisture damage on the motor and lcd board, cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.